Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the microclave broke off inside the tubing while using the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: microclave broken off inside tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-may-2022. H.6. Investigation: a complaint of the microclave breaking off into the tubing was received from the customer. A sample was returned for investigation. Through visual inspection, it was observed that the male luer had chipped. A device history record review for model 2420-0007 lot number 22025024 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect. The microclave is a non-bd product and was not returned, so a root cause for this breaking could not be determined. The possible root causes for the chipped male luer are over-tightening during connection and scrubbing male luer prior to connection, but not allowing cleaning solution to fully dry. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #22025024 regarding item 2420-0007.

Event description:
It was reported that the microclave broke off inside the tubing while using the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: microclave broken off inside tubing.